Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A pusher wire, coil and introducer sheath were returned for this complaint. The coil and pusher wire arms were interlocked within introducer sheath. The introducer sheath was inspected and no anomalies were noted. The twist lock of the introducer sheath had been opened. The pusher wire was inspected and no anomalies were noted. The coil was returned stretched in the middle of the core. No more damages were found in the returned device. The pusher wire was advanced through the introducer sheath without problems, no resistance was felt. The proximal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the pusher wire and main coil revealed the components were within specification except the number of fiber bundles, which were only 13 out of 25.

Event description:
Reportable based on device analysis completed on 17jan2020. It was reported that the coil was stuck in the catheter. The target lesion was located in a hepatic artery. A 5mm x 8cm interlock coil was selected for use. During procedure, it was noted that the coil was stuck in the middle part of the catheter and it could not be pushed or withdrawn. Furthermore, the coil became stretched. The coil was removed within the catheter all together and the procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that there were missing fiber bundles.